Manufacturer narrative:
Reporter is a j&j employee. A product investigation was conducted. Visual inspection: the 2.7mm universal drill guide (p/n: 323.26, lot #: 1887003) was received at cq. Upon visual inspection, the drill sleeve was deformed slightly and was missing the universal head. No other issues were identified with the returned device. Service and repair evaluation: during a routine incoming inspection of a loaner set on an unknown date, a 2.7 mm universal drill guide was damaged. The repair technician reported the spring component is missing and the teeth of the fixed side are damaged. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is damaged component. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage and device geometry. Document/specification review: relevant drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the drill sleeve of the complaint device is deformed slightly and the compression spring is missing. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 323.260, lot: 1887003, manufacturing site: (B)(4), release to warehouse date: 05. May 2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during routine incoming inspection of a loaner set at field stocking location (fsl), it was observed that universal drill guide was missing a piece. There was no known patient or procedure involvement. During manufacturer's investigation of the returned device it was identified that the drill sleeve was also deformed slightly and was missing the universal head. This device condition of deformation was re-evaluated and determined to be reportable on (B)(6) 2021. This complaint involves one (1) 2.7mm universal drill guide. This is report 1 of 1 for (B)(4).